Manufacturer narrative:
The synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal strut stent damage. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found no kinks or damages. A visual/microscopic examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22mar2022. It was reported that shaft kink occurred. The 75% stenosed target lesion was located in the tortuous and mildly calcified vessel. Following pre-dilatation with a non compliant balloon the 2.75x32mm synergy xd drug eluting stent was introduced. No resistance encountered during the procedure, but while negotiating, the shaft got kinked. The procedure was completed with another device. There were no patient complications. However, device analysis revealed stent damage.